Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy249676h ) showed ins functionally okay; insignificant anomalies. No significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hmvf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the patient's stim was turning on and off without the use of the patient programmer. The patient wasn't using cycling. The patient had implantable neurostimulator (ins) checked 2-3 times after this complaint but it was working fine when the patient was seen but then would turn on/off after the patient left the clinic. The patient was unreliable in her reporting. The manufacturer's representative was concerned with the patient's understanding because the patient would see that her patient programmer indicated her stim was on and then the patient would press the stim on button and the patient would indicate that she felt the stim turn on. Reprogramming was tried by both the managing doctor and the manufacturer's representative but this didn't resolve issue. The managing doctor didn't think there was anything wrong with the ins and that it's the patient's interpretation. The ins was removed and replaced with another 3058 last week. Impedances were normal when the patient was having this issue with old ins. All interrogations showed no problem found. The patient was getting therapy with old ins when stim was on but wouldn't when stim was off. No symptom relief when ins was kicking off. The manufacturer's representative noted the notify date as 2015-2-12. Event date was noted as (B)(6) 2015. Therapy related change was noted as sudden. Since ins changeout, the patient hadn't reported any issues. There was no patient injury. The patient recovered without sequelae.

Event description:
It was reported that the patient saw her hcp (healthcare provider) yesterday. They ran diagnostics and everything was ok but stated to call the manufacturer's representative to see if there's other tests that can be done. "Last week" the patient noticed that her implantable neurostimulator (ins) would turn itself off and sometimes it'll be on but she can't feel stim. If the patient turns the ins off and back on she'll feel stim again. The hcp said one of the "paddles is shorting out but it's still cutting off by itself." The patient has to keep turning it off and then on again for it to stay on. Additional information received from the healthcare provider noted that there was a 50% or greater symptom reduction. Regarding what device components were involved in the event, the ins was noted. It was also noted not sure. The patient felt like the unit intermittently turned off. The patient has to manually turn it on with her icon. The hcp ran diagnostics and could not find anything. No exposure to microwave, etc. Troubleshooting included reprogramming and diagnostics. The event cause was not determined. It was unknown if it was device related. The patient planned to return for a session with the hcp's manufacturer's representative. The patient was recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported the patient felt uncomfortable stimulation after the cycling setting was initiated. Turning cycling off temporarily resolved the issue, but the patient then felt stimulation turning on and off again. The patient would check with their programmer when they could not feel stimulation and the lightning bolt would be present. The patient would then press the ¿on¿ button and they would feel stimulation again. Impedances were normal and no error codes were present. There were no falls or trauma associated with the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).